Event description:
It was reported that the customer passed away while wearing the insulin pump. The last blood glucose recorded in the blood glucose meter 349mg/dl. The events leading to her death were skin infection, kidney infection, and a lot of issues going on. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.